Manufacturer narrative:
(B)(4): eval method: device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion; cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received info that following the implant of this transcatheter bioprosthetic valve, mild to moderate pulmonary insufficiency and turbulent flow was noted secondary to a dysfunctional leaflet. The valve was explanted and successfully replaced. No adverse pt effects have been reported.